Event description:
The customer reported that during use, they were not getting the sealing results they are accustomed to. An end tone, indicating a completed seal cycle, was heard, but there was some slight bleeding from a seal. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B) (4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.